Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data file was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no issues noted in the DHR that would contribute to the elevated wbc count that the customer experienced. Root cause: the analysis of the run data file indicates, it is possible that the plasma line may have been occluded during the procedure. If the plasma line does not contribute properly to the platelet pump, it is possible the flow through the lrs chamber could be higher than expected by the system. This could allow some wbcs to escape and contribute to the higher than expected wbc content reported for this collection. Orientation of the hex in the hex holder may contribute to the above. Based on the available information, it also cannot be ruled out that the higher than expected wbc content in the platelet product could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error could have contributed to the higher than expected wbc content in the platelet product. Corrective action: an internal CAPA has been initiated to evaluate reports of elevated rwbcs related to plasma line occlusions.